Event description:
Patient was undergoing procedure to occlude a hypo gastric artery as a pretreatment for an aaa stent graft using the penumbra ruby coil system. The physician loaded a coil into a px slim delivery microcatheter, but was not able to advance the coil out of the catheter. The physician then tried to withdraw the coil from the catheter and the coil detached inside of the catheter. The physician was able to remove the coil by pulling the entire catheter from the patient. The detached coil was flushed out of the microcatheter and a new ruby coil was used without incident. The physician indicated there was no significant tortuosity and he was unsure of what the source of the resistance was.

Manufacturer narrative:
The coil appears to be kinked and stretched. The coil stretch resistant (sr) wire is intact. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not advance out of the catheter, and when the physician attempted to withdraw the coil it unintentionally detached. Upon evaluation, it appears that the force used while withdrawing exceeded the product specifications. This caused the coil stretch without breaking the sr-wire. It also caused the distal detachment tip (ddt) mechanism to release the proximal constraint ball from the pusher. The catheter used to deliver the coil was not returned for evaluation. Based on the observations during the device investigation and description of the event, it appears that the coil became lodged in the catheter, creating friction when attempting to advance the coil and resistance when removing it from the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.